Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-07042. It was reported that the burr was fractured and got stuck on wire. The target lesion was located in the left circumflex artery. A 1.25mm rotalink burr along with a rotawire were selected for use. During the procedure, while advancing the burr through the guiding catheter and guideliner, a lot of resistance was met so the entire system of the burr and guideliner were removed. When retrieved, the tip of the burr was fragmented and had clamped down on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.